Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via unconfirmed access site in a 71-year-old male for postcardiotomy cardiogenic shock (pccs). The patient¿s comorbidities were not specified. The patient¿s clinical state prior to initiation of support was reported as scai shock stage c. The patient required escalation of support from impella cp to impella 5.5 with concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO), vasopressors, systemic heparin, and respiratory support. During support, the physician reported the development of significant coagulation abnormalities requiring medical management, including administration of 3 units of platelets, 20 units of packed red blood cells (rbc), 6.250 units of factor xiii, 8 grams of fibrinogen, 2,500 iu of prothrombin complex concentrate (ppsb), and 11 units of fresh frozen plasma (ffp). The impella 5.5 device was operating at performance level p-7 with flows of approximately 1.6 l/min, functioning to provide left ventricular unloading while on va-ECMO. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was functioning as intended. Following medical management, a left ventricular thrombus was identified. Based on the presence of thrombus and poor overall prognosis, the decision was made to terminate therapy and the patient expired while on support. Upon device removal, no thrombotic material was identified within or on the cannula (pump), and there were no reported issues with impella 5.5 performance. The reported clinical events, including coagulopathy and left ventricular thrombus, are most consistent with the patient¿s underlying critical illness, severity of cardiogenic shock, and complex mechanical circulatory support requirements (ECMO plus impella). The death is conservatively being reported on the impella 5.5 due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device was not retained for return.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Impella 5.5 was inserted via unconfirmed access site in a 71-year-old male for postcardiotomy cardiogenic shock (pccs). The patient¿s comorbidities were not specified. The patient¿s clinical state prior to initiation of support was reported as scai shock stage c. The patient required escalation of support from impella cp to impella 5.5 with concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO), vasopressors, systemic heparin, and respiratory support. During support, the physician reported the development of significant coagulation abnormalities requiring medical management, including administration of 3 units of platelets, 20 units of packed red blood cells (rbc), 6.250 units of factor xiii, 8 grams of fibrinogen, 2,500 iu of prothrombin complex concentrate (ppsb), and 11 units of fresh frozen plasma (ffp). The impella 5.5 device was operating at performance level p-7 with flows of approximately 1.6 l/min, functioning to provide left ventricular unloading while on va-ECMO. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was functioning as intended. Following medical management, a left ventricular thrombus was identified. Based on the presence of thrombus and poor overall prognosis, the decision was made to terminate therapy and the patient expired while on support. Upon device removal, no thrombotic material was identified within or on the cannula (pump), and there were no reported issues with impella 5.5 performance. Death is being reported, however the clinical events, including coagulopathy and left ventricular thrombus, are most consistent with the patient¿s underlying critical illness, severity of cardiogenic shock, and complex mechanical circulatory support requirements (ECMO plus impella). Additional information received noted that a specific coagulation abnormality could not be further characterized. However, the patient experienced significant bleeding complications in the setting of postcardiotomy cardiogenic shock (pccs) and cardiogenic shock. Additional information confirmed that the impella 5.5 was utilized primarily for left ventricular unloading (venting) while the patient was supported with concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO).

Manufacturer narrative:
H2 (health effect - clinical code) has been added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.